Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient's system was explanted and replaced due to ineffective stimulation. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01660, 1627487-2021-01661, 1627487-2021-01662. It was reported the patient¿s system is inoperable. Surgical intervention may take place at a later date.

Manufacturer narrative:
Correction: h6 health effect impact code.

Event description:
Additional information received, indicates the patient stopped charging their device as recommended.